Event description:
On (B)(6) 2013, it was reported that the rubber keypad was peeling and the up arrow, down arrow, and ok keypad buttons were intermittently unresponsive. It was unknown whether the damage occurred prior to or after the response issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/28/2013 with the following findings: the keypad was found to be torn from the up button to the down button; keypad peeling was observed along the left edge of the keypad. Evaluation revealed that all keypad buttons were intermittently responsive. There was evidence of keypad contamination found under all key contacts. Unrelated to the complaint, investigation revealed that the display screen was dim and discolored. The display was replaced with a test display, and the contrast returned to normal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet completed. When the evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.